Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B) (6) 2010 in patient's right eye. The lens was explanted on (B) (6) 2010 due to excessive vaulting. Subsequently, the patient had narrowing of the angle and shallowing of the anterior chamber. The patient had an iridotomy performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B) (4). Secondary surgery. Excessive. (B) (4).